Manufacturer narrative:
Initial.

Event description:
It was reported that the user removed their cgm sensor and did not pair a new sensor for multiple hours, which resulted in the system delivering basal insulin only until a new cgm was paired; the pump was not connected to the body when the cgm was removed, and the event aligns with an improper or incorrect use procedure rather than a device component issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.